Event description:
I used poligrip and fixodent which ever was on sale from the year 2000 until early 2009. I began to feel numbness in my extremities and tingling in my toes. I was diagnosed with small fibre neuropathy in 2004. My neuropathy is permanent and requires treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2000 -2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.